Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: on august 19, 2019, it was reported that the unit was not working. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome on august 27, 2019 revealed that the device was outside calibration specifications at the zero thickness setting but within at all other settings. The device did not operate within motor speed specifications and was noted to be erratic. Probable cause/root cause: the cause of the reported event was due to the motor. During the product review it was noted that the device did not operate within motor speed specifications and was noted to be erratic. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended.

Event description:
It was reported that the unit was not working. Event occurred during testing.